Event description:
Information was received via (B)(4) study database that the patient was admitted to the hospital on (B)(6) 2014 after she became hypotensive (map in 50's mmhg) during hemodialysis session. She reported a one week history of blood in her stool. Stool was positive for occult blood (B)(6) 2014. On admission stool was positive for occult blood with hemoglobin (hgb) and hematocrit (hct) was unchanged from her recent baseline. Warfarin (7.5mg daily) and asa (325mg daily) were held on admission. Overnight hemoglobin and hematocrit dropped and gastroenterology (gi) was consulted. A colonoscopy was performed (B)(6) 2014 and showed multiple recently bleeding colonic angioectasias which were successfully treated with thermal therapy. The patient remained hospitalized to observe hemoglobin and hematocrit, which remained stable. On (B)(6) 2014 she was discharged home. There were no blood transfusions throughout the event. Per gi recommendations warfarin and asa were held throughout hospitalization, and were resumed as outpatient on (B)(6) 2014 (warfarin at 5mg daily and asa at 325mg daily).

Manufacturer narrative:
The device remains implanted and therefore is not available for analysis. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 68 of 117 . Device remains implanted.